Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that the subject meter was reading inaccurately compared to another unspecified device. The complaint was classified based on customer care advocate (cca) documentation since the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient stated that the alleged inaccuracy first occurred at an unspecified time on (B)(6) 2016. The patient was unable to provide any specific results which were obtained at this time, but stated that they were obtained within 30 minutes of one another. The patient manages their diabetes with a combination of medications and denied making any changes to their normal daily dosage of x3 4-12 units of afrezza, 20 units of lantus and x2 1000mg metformin per day. The patient stated that an unspecified period of time after the alleged product issue occurred they developed the symptoms of dizzy and shaky but denied requiring any form of treatment as a result of experiencing these symptoms. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a retest. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurate readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.